Manufacturer narrative:
Submit date: 12/06/2016. An investigation is currently underway. Upon completion, the results will be forwarded. Additional information has been requested. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports overpumping by 20%.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿overpumping by 20%". The unit was triaged and the reported issue could not be confirmed at this time. The customer was contacted and it was gathered that the customer was using an old feed bag whilst testing for accuracy. The customer was advised to use the new feed set every time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports overpumping by 20%. Issue was discovered during testing, no patient was involved. The pump was set to infuse 50ml at 100ml per hour. The volume delivered was 60ml. Test was for 30 minutes after a 30 minute run. Pump set used was (B)(4) using water which is changed monthly for testing.